Event description:
As reported by the user facility: (B)(4), serial # (B)(4). On (B)(6) 2012, add'l info obtained from (B)(6) - pt on dialysis-pump was used to infuse 200ml/hr of saline on the venous port side - after about an hour, pt started clotting, dialysis machine started alarming - nurse looked at pump and noticed that there should have been more out of the IV bag - only delivered about 80mls - clotted off the dialyzer. IV bag - only delivered about 80mls - clotted off the dialyzer discontinued dialysis - aout 300-500mls of the pt's blood was lost because could not do a blood return - per (B)(6), there was no pt injury because of the blood loss."

Manufacturer narrative:
Exemption number (B)(4). B.braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4). Braun medical inc. (The importer). This report has been identified as b. Braun (B)(4). The actual pump involved in the reported incident was returned for eval. Visual inspection revealed the battery was missing and the door frame was cracked. A new battery was installed and the cracked door frame was replaced. The volumetric accuracy was then issued with a rate of 125ml/hr and a 25ml volume to be infused. The test result was within spec at 11.44min. (Range: 11.10min - 12.18min). A review of the pump's log revealed the last reported infusion with a rate of 200m/hr was on (B)(6) 2012 at 3:58:02am. The infusion was started then at 3:58:08am, the infusion stopped due to a pressure alarm with a totaled infused of .3ml or 100.0% of the expected volume. The alarm was turned off at 4:01:54 am, and the infusion was not restarted. On (B)(6) 2012 and (B)(6) 2012, the log shows multiple "pressure" alarms occurring with infusions of 800m/hr programmed but not run. On (B)(6) 2012, an infusion with a rate of 200ml/hr was run from 4:01:07 to 7:58:53 with a totaled volume infused of 790.0ml or 99.9% of the expected volume. At 7:58:54, the infusion was re-started and immediately stopped at 7:58:57 with a totaled volume infused of 0.1 ml or 100.0% of the expected volume. On (B)(6) 2012, an infusion with a rate of 200m/hr was run from 18:39:15 to 12:31:36, the infusion stopped due to a "door" alarm with a totaled volume infused of 574.8ml or 100.0% of the expected volume. On (B)(6) 2012, an infusion with a rate of 200ml/hr was run from 23:43:27 to 3:37:08 on (B)(6) 2012 with a totaled volume infused of 778.2ml or 100.1% of the expected volume. According to the log, the pump performed as intended. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available info has been forwarded to the device MFR.